Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to an erroneously low tsh (htsh) result below the reference range generated by unicel dxi 600 access immunoassay analyzer for one patient. Repeat testing on different instrument produced a higher result within the normal reference range. The customer also obtained a positive total beta hcg (tbhcg) result for another patient, which upon a subsequent testing on different instrument produced a higher result within a different gestational category. The erroneous results were reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc is normally performed twice daily. Qc runs prior to the event was within the established ranges on (B)(6) 2010. But multiple qc failures for several assays were noted on (B)(6) 2010. System checks were performed twice on (B)(6) 2010 per the request of customer technical support (cts). Both system checks failed. There were no errors posted to the event log in connection with the erroneous results. Service was dispatched on (B)(6) 2010 for this event. A field service engineer (fse) performed replaced a broken pulley. The fse performed a pipettor matching routine, and the results met the specifications. The fse calibrated all pressure sensors, performed a system check, calibrated all assays and performed qc. No issue was noted. Although hardware issues were addressed, a definitive root cause for this event has not been determined to date.